Manufacturer narrative:
B3 - date of event: exact date of occurrence is unknown. The devices were received by the customer at the end of march. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - product code: additional product codes: gbo, lje. H3 - device evaluated by mfg: device return expected; however, the device has not been provided for evaluation at the time of this report. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a hair-like piece of foreign matter was identified within the sealed packaging of an ultrathane mac-loc locking loop multipurpose drainage set during an incoming inspection at the international distributor. A photograph provided by the customer confirms the presence of a hair-like fiber within the package. The complaint device did not make patient contact. No harm has been reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d4. Investigation ¿ evaluation. It was reported that a hair-like piece of foreign matter was identified within the sealed packaging of an ultrathane mac-loc locking loop multipurpose drainage set during an incoming inspection at the international distributor. A photograph provided by the customer confirms the presence of a hair-like fiber within the package. The complaint device did not make patient contact. No harm has been reported. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. The complaint device was returned sealed and unused to cook for evaluation. Upon visual inspection, a foreign, single black strand of an unknown source was confirmed to be present within the sealed packaging. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: "how supplied: upon the on removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that the main cause of failure is manufacturing-related. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.